Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 15 may 2017. The fse could not duplicate the problem. The engineer replaced a broken level sense lead wire. The customer stated the barcode reads intermittently. The engineer found sample holder missing prongs allowing tubes to turn, the engineer replaced the tube holders. The customer ran daily and one patient tests without issue. The engineer followed-up with the customer over the next two days and the customer reported no errors. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was a broken wire on waste level sense cable

Event description:
On (B)(6) 2017 a customer reported errors 4014 ,4022, 5022 y and z spec home errors and c# 4127 with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.